Event description:
It was reported that the patients spinal cord stimulator (scs) was not working and the patient was not happy with ipg charging. The patient underwent an explant procedure. The explanted devices were not returned as they were held by the facility.

Manufacturer narrative:
Exact date unknown, event occurred two years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2317500; model: sc-2317-50; serial: (B)(4); batch: (B)(4). Product family: scs-lead fixation; upn: m365sc43180; model: sc-4318; batch: 24796543.